Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with their au5800 chemistry analyzer. The customer noted that the sodium controls were low, however they were in range. Cts advised the customer to perform cleaning of the ise and to use fresh calibrators. Upon follow-up with the customer, they confirmed that replacement of the sodium electrode and sample probe resolved the issue. No further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).